Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported low phacoemulsification power and low aspiration. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The pneumatic connectors (male and female), the ultrasound (u/s) cable assembly, and the solenoid spacers were all replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 13, 2009. Based on qa assessment, the product met specifications at the time of release. The connectors and the cable assembly were received for evaluation. The cable assembly was the only sample that could be related to the reported event. A visual assessment of the returned sample revealed no visual nonconformity. The cable assembly was installed in a calibrated system. A handpiece was connected to the cable connector and put through a five minute burn in at 100% power. There was no problem found with the handpiece receptacle. The returned cable assembly met specification. The system also met specification. Therefore, the root cause cannot be determined conclusively (B)(4).